Manufacturer narrative:
One device was received for evaluation. Visual inspection found able to confirm the reported problem. The downstream occlusion (dso) seal was replaced. The dso and upstream occlusion sensor were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bubbled/delaminated downstream occlusion (dso) sensor seal. There was no patient involvement.